Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the pod infusion site on the arm after approximately 24-36 of pod wear, which resulted in pain, redness, swelling with a raised bump, and the development of blisters. The patient sought medical attention at the emergency room, where she was diagnosed with an infection and treated with antibiotics. The patient reported that the event occurred in january; however, she was unable to recall the exact date. No additional information was provided.